Event description:
The customer stated that a false positive architect ca 19-9 result of 941.78 u/ml was generated on a patient sample from (B)(6) 2014. The patient was repeated at another laboratory and a negative result was generated. The customer repeated the original sample and a result of 2.76 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-25 that has a similar product distributed in the us, list number 2k91-27.

Manufacturer narrative:
The customer reported a falsely elevated architect ca 19-9xr result. Accuracy testing was performed using retained kits of architect ca 19-9xr reagent lot 35232m500. Acceptance criteria were met indicating acceptable product performance. Review of ticket trending and lot search did not identify atypical complaint activity related to falsely elevated results. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.